Manufacturer narrative:
D10: product received on: 17oct2018. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One used wire guide was returned for evaluation in damaged condition. Upon initial inspection, the wire was found to be inserted through a needle. Further examination showed that the proximal end of the wire guide had been inserted through the needle first. The distal end of the wire guide was protruding from the hub of the needle and showed elongated coils. The most distal 1.9cm was not elongated but showed offset coils and kinks. The mandril is separated from the distal solder, however the coil was not. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. A label attached to the wire guide packaging illustrates that withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. A review of the device history record showed no relevant nonconformances that could have contributed to this failure mode. It should be noted that there were no other complaints associated with lot 9027130. Based on the information provided, examination of the returned product and the results of our investigation, the root cause has been determined as cause traced to user- unintended use error caused or contributed to event. Visual examination determined that the wire guide was inserted backwards into the needle, stiff proximal end first. The customer then attempted to withdraw the wire guide through the needle, which resulted in the wire guide unraveling. Unraveling is a common occurrence when a wire guide is withdrawn through a needle. The customer is to be notified of the investigation results. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a neff percutaneous access set was chosen for an unspecified procedure. Prior to the procedure, difficulty was found advancing the wire through the needle. When attempting to withdraw the wire from the needle, the wire elongated. The device was not used and did not make patient contact. Another identical device was used to complete the procedure. As reported, the device did not make patient contact. The patient did not experience any adverse effects or additional procedures due to this occurrence.